Manufacturer narrative:
.

Event description:
It was reported that the patient presented to the hospital experiencing syncope. The atrial lead exhibited little slack and was successfully repositioned.